Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulties and stent dislodgement occurred resulting in additional intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified ostium part of the left circumflex artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the device was successfully delivered up to the point just beyond the ostium, but it could not be advanced any further. An attempt was made to withdraw the device; however, significant resistance was encountered. Intravascular ultrasound (ivus) revealed that the stent had become dislodged. The stent was retrieved by using a two-wire technique, which involved crossing a second guidewire through the stent. The procedure was completed with a different device. No patient complications were reported.